Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause for the event remains unknown. Manufacturing investigation: DHR review conclusion: DHR review completed with no associated issue identified.justification for ¿no escalation required¿ selection: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the investigation performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be an arecibo neuromodulation manufacturing related event. Moreover, unit is pending to be returned. The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause for the event remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced shocking sensation, and the therapy strength was decreasing on its own. Impedance check revealed fluctuating high impedances. Reportedly, the issue started after the patient was active. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.